Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number (B)(6); product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter aortic valve, at an implant depth of 3 mm's (millimeter) on the non-coronary cusp (ncc) and 4 mm's on the left coronary cusp (lcc), paravalvular leak (pvl) was observed. Subsequently, a post-implant balloon aortic valvuloplasty (bav) was performed in conjunction with rapid pacing. As the balloon and guidewire were withdrawn from the valve, interaction occurred with the inner curve tab of the valve, causing the valve to dislodge to the level of the sinotubular junction (stj). A snare tool was used to position the valve above the stj. Subsequently, a non-medtronic transcatheter valve was implanted. It was noted that a 40 minute procedure delay occurred in result of the dislodge.

Manufacturer narrative:
Image review: six media files and two static images were provided for review. The patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was not provided thus it is not possible to validate a good load. Valve depth prior to final release was approximately 3mm on the non-coronary cusp. Depth on the left coronary cusp was more difficult to assess in the image provided; however, reportedly was 4mm. As stated in the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. In this case, the depth was deemed acceptable, and the valve was released. A post-implant dilatation was performed. During balloon withdrawal, there is evidence of interaction between the balloon and the valve which caused the valve to dislodge aortic. Subsequently, a non-medtronic valve was implanted. As stated in the instructions for use (IFU): potential risks associated with the implantation of the valve may include, but are not limited to, the following: prosthetic valve migration/embolization. Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient's left ventricular outflow tract (lvot) was tapered 4 mm from the aortic annulus, and there was not a lot of calcium on the aortic annulus to help anchor the valve, which contributed to the dislodge. The deployment starting point was in the middle of the pigtail catheter, and a non-medtronic guidewire was used during the procedure.

Event description:
It was reported that following the implant of a transcatheter aortic valve, at an implant depth of 3 mm's (millimeter) on the non-coronary cusp (ncc) and 4 mm's on the left coronary cusp (lcc), paravalvular leak (pvl) was observed. Subsequently, a post-implant balloon aortic valvuloplasty (bav) was performed in conjunction with rapid pacing. As the balloon and guidewire were withdrawn from the valve, interaction occurred with the inner curve tab of the valve, causing the valve to dislodge to the level of the sinotubular junction (stj). A snare tool was used to position the valve above the stj. Subsequently, a non-medtronic (edwards) transcatheter valve was implanted. It was noted that a 40 minute procedure delay occurred in result of the dislodge. Additional information was received that the patient's left ventricular outflow tract (lvot) was tapered 4 mm from the aortic annulus, and there was not a lot of calcium on the aortic annulus to help anchor the valve, which contributed to the dislodge. The deployment starting point was in the middle of the pigtail catheter, and a non-medtronic (safari) guidewire was used during the procedure. Additional information was received that the severity of pvl was mild-moderate.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.